Event description:
The fe reported the system could not come on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.